Manufacturer narrative:
He removed bezel (rp-bezel, front, non-english, v60) was returned to the product investigation lab (pi). The pil technician installed the bezel (rp-bezel, front, non-english, v60) into a pi ventilator to duplicate the reported issue. Visual inspection of the bezel (rp-bezel, front, non-english, v60) revealed no evidence of damage or contamination. The bezel (rp-bezel, front, non-english, v60) was tested, the failure was confirmed. Pil found nav-ring would not adjust load tester leds. The nav ring is defective.

Event description:
Philips received a complaint by the customer on the v60 indicating that it was observed that the device has nav-ring failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. There was neither delay in therapy nor medical intervention reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the navigation ring was unresponsive. The customer replaced the front bezel to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. Root cause: it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.